Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Another blood glucose level was 366 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea and difficulty in breathing. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged that insulin pump was under delivering. Insulin pump time was incorrect. Customer stated that they performed displacement test and high pressure test and insulin pump passed both of it. The insulin pump and reservoir will not be returned for analysis.